Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded by customer.

Event description:
It was reported that during a surgical procedure, the pencil was sparking during use. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for sparking of pencil during use, was not confirmed as the pencil was not returned for evaluation. Without the pencil, the root cause cannot be determined.

Event description:
It was reported that during a surgical procedure, the pencil was sparking during use. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.